Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and observed a diode, designator cr15 that was broken off of the pcb assembly, which is needed for charging of the battery.

Event description:
It was reported that the device would not function on ac or dc power. The device was also reported to not be charging the battery. There was no pt use associated with the reported failure.